Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the blade of the device did not come out fully, not past the coreguard. Therefore, the device did not function anymore. Putting the device into the full blade mode did not resolve the issue. The physician looked into the device with the endoscope and found that the blade did not extend fully. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation, however, the blade did extend without difficulty.

Manufacturer narrative:
(B)(4). Blade will not advance. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-02153 and medwatch 2210968-2012-02154. The same patient is represented in each medwatch.